Event description:
It was reported that double beeping; damaged rear case was experienced.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. It was noted that the rear housing assembly was cracked. Review of the event history log showed occurrences of "high pressure" and "key stuck" alarm messages. Functional testing duplicated the reported issue. The investigation determined that fluid ingression on the downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor and rear housing assembly were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records, corrected data: updated d1 and d4, model number.

Manufacturer narrative:
Other, other text: b5: additional information received by ICU medical on 09-mar-2022 via email attached in complaint object: the events occurred during preventive maintenance in our facility. There was no patient involved. H6: event problem and evaluation codes: updated.